Event description:
It was reported the insulin pump screen was missing pixels. Customer stated the line going through it. Customer was advised to discontinue use of the device and revert to back up plan. Customer's blood glucose was 240 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with missing segments/horizontal clear line on lcd due to cracked zebra connector on lcd board. No cosmetic damage noted.